Event description:
Device malfunction: stent dislodged from balloon. Time of malfunction: during the procedure. Symptoms/ae: snare removal of dislodged stent. It was reported that during a stenting procedure in the heavily calcified right renal artery, the herculink elite stent delivery system (sds) was advanced slightly past the target lesion. When the sds was pulled back for better positioning, resistance was felt when, reportedly, the stent caught on plaque and the stent came off of the delivery system. The dislodged stent was removed with a snare and the procedure was completed using another stent. There was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
Evaluation summary: the customer reported the device was discarded; therefore, device investigation could not be performed. Reportedly, the procedure was performed in the right renal artery, which was heavily calcified and the catheter was advanced past the lesion, and then pulled back into the target lesion. The stent caught on plaque and came off the balloon. The resistance felt was most likely due to the stent catching on plaque. The stent dislodgement appears to be procedure related. No evidence of a device quality issue was detected. The rx herculink elite instruction for use states if unusual resistance is felt at any time during stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. The rx herculink elite biliary sds is intended for palliation of malignant strictures in the biliary tree. Stent dislodgement can be influenced by may factors, including, but not limited to improper or inadequate crimping at the time of manufacture, handling of the stent during preparation, positive pressure during preparation, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, and interaction with plaque/calcification, the lesion, or accessory devices. During manufacturing all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force.